Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during the implant procedure while the physician was placing the right ventricular (rv) lead, the patient went asystolic for a few seconds. The pacing system analyzer (psa) cables were noted to be on the lead and when the physician was unable to extend the helix. When the patient was capturing, the psa cables were unhooked and the helix still did not extend. The physician then implanted a left ventricular (lv) lead. The cables were removed from the rv lead and the helix was able to extend, thus the lead was successfully implanted and remains in service. No adverse patient effects were reported.